Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8935-54 was received for investigation. Visual inspection identified that the screw head was returned broken off from the body of the screw. Using digital caliper ID: 011, it was determined that approximately 2.0490" of the screw body remained intact. Severe thread damage was noted, and the breakage site at the proximal end was noticeably warped. Using digital micrometer ID: 224, it was revealed that the screw head met width dimension specifications. The cause remains undetermined. A probable cause is attributed to user-applied mechanical forces during screw insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/10/2021, it was reported by a sales representative via phone that an ar-8935-54 drill guide locking 3.5 screw, head broke off during insertion. All fragments were removed. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. The case was completed by using an ar-8935-56 screw into the same insertion site. Additional information 9/13/2021 on 09/13/2021, it was reported by a sales representative via email that an ar-8935-54 drill guide locking 3.5 screw head, broke off during insertion. The surgeon cut the ar-8925t k-less tightrope, and remove the broken screw and ar-9943c-04 plate. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. The case was completed by using a new ar-8925t k-less tightrope with driver, into the same insertion site using the same ar-99343c-04 plate.